Event description:
It was reported that the device reached elective replacement indicators prematurely. It was also reported the patient was short of breath and went to the ER. The device was explanted, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: battery - battery depletion-normal. Other: it was reported that the device reached elective replacement indicators prematurely. It was also reported the patient was short of breath and went to the ER. The device was explanted, and no further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination, battery end of life - expected device evaluated and alleged failure could not be duplicated premature eri (elective replacement indicator).

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device reached elective replacement indicators prematurely. The device was explanted, and no patient complications were reported as a result of this event.